Event description:
Vns patient was experiencing an intermittent feeling that her device turns on and off by itself, independent of the cycling program. Device diagnostic testing (normal mode test) was not performed at required setting and is therefore inconclusive in determining whether the divce is functioning properly. The patient has not experienced any recent injury or trauma that may have damaged the ncp system. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely affect device performance. Review of x-rays did not reveal any obvious discontinuities in the ncp system.

Event description:
Further follow-up revealed that the patient can feel device stimulation when the device activates; however, that about 10 percent of the time the device will not activate with use of the magnet. It was reported that when the patient uses the magnet and device stimulation does not activate, she can push on the generator moving it slightly and the device will then activate. The patient later underwent revision surgery. During the surgery after the patient was anesthetized, device diagnostic testing was performed. Device diagnostic testing resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device function. Surgeon then decided to replace the entire ncp system. Both the pulse generator and bipolar lead were replaced. Device diagnostic testing with the new system was within normal limits, indicating proper device function.